Event description:
On (B)(6) 2012 the patient contacted animas alleging that the pump was rebooting intermittently for three weeks and her blood glucose (bg) had been higher than normal for the past two days. The patient noted that her bg was running between 10 and 20mmol/l with no reported signs or symptoms of hyperglycemia. The patient denied seeking any medical intervention. The patient confirmed that there is no damage to the battery compartment or battery cap and there is no evidence of moisture in the pump. The battery cap was reportedly changed appropriately within the past six months. The patient reportedly tried new batteries with no resolution to the issue. The patient reportedly contacted her health care provider for a back-up plan. The reported bg excursion does not meet the definition of a serious injury. This complaint is being reported because the alleged power issue remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4): the complaint was verified in the history but could not be duplicated. The pump was exercised for 24 hours on a 1 unit per hour basal rate with returned battery cap, no power loss or rebooting was duplicated. The pump cover was removed and no evidence of damage to battery flex, power circuit or moisture was observed. Pump passed a battery cap functional test. The battery cap contact height and width were measured and found to be within specification.